Event description:
It was reported that this pacemaker was found to be in safety mode during device interrogation. Boston scientific technical services recommended emergent replacement of the device. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode during device interrogation. Boston scientific technical services recommended emergent replacement of the device. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device case and header, found a hole in the rv seal plug. The device was connected to a programmer and communication could not be established. A safety mode signal was not observed on the oscilloscope. There was no memory data and no latitude data available. The device was cut opened, an internal visual inspection was performed, and the device appeared normal. The battery was removed, external power was applied, and the current drain measured normal. The battery was then sent to the battery lab and a depleted cell was found with no battery-related issue determined.

Event description:
It was reported that this pacemaker was found to be in safety mode during device interrogation. Boston scientific technical services recommended emergent replacement of the device. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.